Manufacturer narrative:
Clinical investigation: here is temporal relationship between ccpd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis. The cause of the patient¿s peritonitis can not be determined due to lack of enough information. However, there is no allegation or documentation that indicates a liberty select cycler/ liberty cycler set malfunction or product deficiency caused or contributed to the event. Peritonitis is a well-known complication of pd therapy. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported this patient on continuous cycling peritoneal dialysis had peritonitis. The patient¿s peritoneal dialysis nurse confirmed the event during follow-up; however, was not able to provide any additional information. Events leading up to and surrounding the patient¿s peritonitis including peritoneal dialysis culture results and treatment rendered are unknown. There have been no reported fresenius product deficiencies or malfunctions associated with the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
...